Event description:
It was reported the head of the cortical screw broke off during hand screw while the 3rd non-locking screw was being put on. The head was retained, and the rest of the screw remains implanted within the patient. The surgeon continued to complete the case with no time delay, and no screw prominence. No further information was provided.

Manufacturer narrative:
(B)(4). The screw head was returned and confirmed broken approximately 4mm from the top of the head. The most probable root cause determined excessive torque was applied to the screw during insertion, which can lead to a broken screw if placed into hard bone. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event. This event has been logged into our database to monitor and identify potential trends per internal procedures.